Event description:
It was reported that pump experienced malfunction alarm, with no significant events occurring beforehand. There was no reported adverse impact to the customer's blood glucose level. Technical support guided caller through resetting pump malfunction, confirmed issue did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction alarm returned.